Event description:
It was reported that the patient has expired after implant duration of approximately 7.6 months. On (B) (6) 2010 (through follow-up with the health-care provider), a response was received, however, the cause of death was not provided.per the operative report of (B) (6) 2009, "the patient tolerated the procedure well and was taken to the intensive care unit in satisfactory condition."

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during an esophagogastroduodenoscopy (egd), performed on (B)(6), 2010. According to the complainant, during the procedure, they attempted to deploy a band but it was noticed that the bands were overlapping each other. Therefore, the bands would not deploy. The device was removed from the patient with no visible damage to the device. The case was completed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), the operative report was received. The cause of death was not provided. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
The approximate implant duration previously reported was incorrect. The correct implant duration is approximately 1.6 months.